Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 457 mg/dl. The back of the customer's throat felt like sand-paper; there was a burning sensation as well. The customer treated via insulin pump bolus. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The device settings were programmed accurately. The device history showed that the insulin pump alarmed no delivery a couple days prior to the call. A high pressure test could not be performed due to lack of a tubing clamp. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. The patient's current blood glucose is 179 mg/dl. No products were returned and three infusion sets and a reservoir were shipped to the customer.